Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal markerband and extending approximately 4mm proximally across the balloon material. As per specification, the rated burst pressure for this device is 20 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination found no damage to the tip of the device.

Event description:
Reportable based on device analysis completed on 05nov2024. It was reported that balloon damaged occurred. The 85% stenosed target lesion was located in the non-tortuous and severely calcified artificial arteriovenous fistula in the left upper limb. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated at 18atm once; however, the pressure was less than bursting pressure, and the pressure was found to be reduced. The balloon was pulled out, and it was found out that the balloon was damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a balloon longitudinal tear.